Event description:
Patient was treated with the spinecath intradiscal catheter on august 3, 1999, at surgery ctr. Patient was discharged to home later the same day, ambulatory and without complications. Patient reported weakness and numbness in the right leg to his primary care physician several days after the procedure. A reddened area described as a burn was noted by the hcp at the site of introducer needle entry to the l2/l3 level at that time.